Event description:
It was reported that during remote follow-up, the patient presented with oversensing due to noise on their right ventricular lead. No information about intervention was reported. There were no patient consequences.